Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient was experiencing sweating and confusion. The patient drove himself to the ER. At the ER, the patient¿s cgm was reading 249 mg/dl and the bg meter reading was 1400 mg/dl. At some point, the patient also lost consciousness. The patient was transferred to second hospital once the patient¿s bg level was realized to be 1400 mg/dl. The patient was treated with insulin and was admitted to the hospital for one week. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.